Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e2, e3, h6, g2, d5. (Type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that compressor heads exceeded hours of use and replaced 5000 hour maintenance kit ((B)(4)). Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Event site name: (B)(6) upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had leak in iab circuit alarm . There was no patient involvement reported.